Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05119 liner, 0001822565 - 2019 - 05120 head. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiograph review indicated: dislocation of the left hip arthroplasty. Elevated left hip cup abduction angle. Osteopenia. Anatomic alignment on the post-reduction image. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group that a patient underwent a left arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation and malposition of the cup. Attempts were made to obtain additional information; however, none was available.